Manufacturer narrative:
The issue here was likely incorrect assembly, as well as potentially exceeding the weight capacity. We have received a few complaints throughout (B)(6) of people incorrectly installing the front wheels, and it is always because they don't check the instructions which show the front wheels needing to be completely installed and then secured with the eclips. They will install the front wheels only partially into the frame tubing, and with excessive weight applied the tubing then has a risk of bending, although in this case it allegedly sheared. Our instructions show with images how to install the wheels properly, and we have also filmed a full product assembly video to help as well on our website. The sidekick rollator can withstand at least 150% of the iso fatigue objectives. Thus we do not believe it sheared within a few hours if it was assembled correctly. The end-user fell but was not injured. This claim is now closed.

Event description:
One of our customers reported the following incident to us: within hours after buying the rolling walker, the front wheel sheared off when patient sat on the seat. Brakes were set and he fell to the floor. Thankfully he was shaken but not hurt.